Event description:
It was reported that the autoplex system was being used to prepare cement for a vertebroplasty procedure when the cement leaked through the tubing connection. The procedure had to be rescheduled for four days later due to the inavailability of a back up device. When the subsequent procedure was completed, it was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported cement leakage (thru injector) condition can be considered confirmed, based on evaluation of the returned unit. Hardened cement could be observed on the injector assembly by the transfer tube connection. Probable contributing factors for this condition can be associated, but not limited to: transfer tube connector not properly plugged into valve insert on injector assembly. Missing o-ring on transfer tube connector. Coupling issues between connector and valve insert (e.g. Molding issue, dimensions, connector o-ring failure). Excessive pressure buildup during transfer due to cement viscosity (e.g. Too doughy because of excessive time lapse between monomer pour and mixer activation) transfer tube connector removed from injector assembly prior to completing transfer to injector reservoir. Delivery piston advanced prior to completing cement transfer to injector reservoir (blocks flow path and creates excessive pressure buildup). The device was scrapped at the manufacturer.

Event description:
It was reported that the autoplex system was being used to prepare cement for a vertebroplasty procedure when the cement leaked through the tubing connection. The procedure had to be rescheduled for four days later due to the unavailability of a back up device. When the subsequent procedure was completed, it was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.